Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that after the intraocular lens (iol) was injected into the anterior chamber, crack was found in the optical of the iol. The lens was removed and replaced with another lens in an initial procedure. The reporter also stated that, "if the problem with the iol was not detected timely, it would have resulted in an extension of surgical time for the patient and deterioration of visual function". No further information expected as reporter unwilling to provide additional information.